Event description:
Follow up with the physician's office found that the pain was first observed on (B)(6) 2009. It was stated that the patient complains of pian with sleep and that these symptoms were due to the physical presence of the device and not from stimulation. The exact location of the pain was described as in the left anterior chest region. The explant surgery was for patient comfort and the patient's pain was relieved with removal. No programming or diagnostic history was provided. No causal or contributory programming or medication changes preceded the onset of the pain, and no patient manipulation or trauma occurred which is believed to have caused or contributed to the pain. In regards to the lack of efficacy, it was stated that this was per the patient and neurologist. No other information was provided.

Event description:
On (B)(6) 2013, it was reported that the patient had her generator explanted due to pain and the patient not gaining any seizure benefits from vns therapy. Product analysis on the explanted generator found that it was not at end of service. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis on the explanted lead found no performance issues. Inspection of the connector pin and ring connector identified what appears to be remnants of silicone adhesive on the exposed surface of the pin within 0.022in from the o-ring and on the exposed surface of the ring at 0.020in from the small o-ring and 0.022in from the large o-ring. This is out of tolerance (max: 0.015in); however, no adverse effect in the device performance was identified as a result of this condition. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing opening and the end of the returned lead portion. Note that since the electrode array portion was not returned for analysis an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations typical and wear and explant related observations, no anomalies were identified in the returned lead portion. A review of the patient's programming history found that the patient had been programmed off and had periods of long off time durations originally implanted. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.